Event description:
According to the reporter: the sulu was difficult to load. The instrument would neither fire nor open over the tissue. Subsequently, the surgeon closed the instrument over the tissue, fired the instrument but could not open the instrument. The tissue was resected with scissors and sutures were applied. It was reported that there was no adverse bleeding.